Manufacturer narrative:
(B)(4). This report was received from a consumer via the baxter patient support program. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be that the patient developed bad health habits. No further detail was provided, therefore, the cause of the peritonitis is assessed as unknown. On an unreported date, the patient was hospitalized for the peritonitis. Treatment for the event was unknown. At the time of this report, the peritonitis was not resolved, the patient was not recovered from the event, and dianeal therapy was ongoing. No additional information is available.